Event description:
The anesthesia breathing circuit with attached breathing filter on the inspiratory limb was connected to the pt. It was noted quickly that air was not flowing through the circuit and the circuit was immediately removed and the pt was manually ventilated without incident until a replacement circuit was obtained. After the replacement circuit was employed successfully they investigated circuit was employed successfully they investigated the problem with the original circuit which allegedly revealed that the filter was blocked.